Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.

Event description:
Pt reported experiencing on four occasions the infusion set tubing separating from the luer lock. Pt indicated that he experienced elevated blood glucose at the time of the incident causing him to check his tubing and observing insulin leakage. Pt indicated that medical attention was not required to address this issue.